Manufacturer narrative:
Evaluation summary: the analysis results found that both of the devices were returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure."

Event description:
It was reported that during the laparascopic salpingo oophrectomy procedure, the devices stopped working. There was no consequence to patient. Unknown how the case was completed.